Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged lcd board. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 180 mg/dl at the time of the incident. Customer's father stated that the customer jumped in the pool with the insulin pump on, insulin pump would not turn on and there is water inside the lcd screen. The customer's father was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. Advised that a replacement insulin pump will be replaced. The insulin pump is expected to return for analysis.